Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that the patient faced tape was not sticking and infusion set felt in the beach. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3. E1: patient city: (B)(6). Patient country: spain.